Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation:the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim, faded and discolored. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The keypad was found to be intact; no damage was observed. Unrelated to the complaint, the up arrow, down arrow, and contrast keypad buttons were found to be under-responsive during testing. The keypad was removed and contamination was found under the up arrow, down arrow and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a dim/fading/color spectrum issue with the display screen. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.